Event description:
On 12/04/06, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter displayed the apply sample message and he was unable to obtain a blood glucose reading. The pt was not able to obtain a blood glucose reading on the reported meter "for quite some time". He went to his dr because "his vision was slightly impaired". The pt reported receiving glucose pills. No results obtained at the dr's office were provided. The pt tested with his brother-in-law's meter following his trip to the dr. A result of 9.8 mmol/l was obtained. The lfs rep noted that blood drew into the test strip test area; however, the apply sample issue was not resolved. The pt refused to provide additional info requested by the medical affairs specialist. No info was provided regarding the pt's diabetes treatment regimen. The meter, test strips, and control solution were replaced. The complaint is reported because the pt was unable to obtain a reading on the lfs meter. He experienced symptoms and received oral glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.